Manufacturer narrative:
Account was able to intermittently duplicate the issue. Account let the bed set over the weekend and cannot duplicate the issue now. Account will call back to tech support, if needed, if the problem returns. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the head section of the bed was drifting down.